Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was tested on an in-house system showing 2 lives remaining. The instrument passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There was no physical damage. There was no problem detected.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the permanent cautery hook instrument (pch) was found to have smoke coming out at elbow, not functioning properly. The procedure was completed with no reported injury.